Event description:
As the surgeon was grabbing tissue inside the patient, the prograsp forcep broke. Or (operating room) team made aware, prograsp forcep removed from patient and taken off sterile field.